Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with 4ml of juvéderm® voluma¿ with lidocaine and 4ml of juvéderm® volbella¿ with lidocaine in the cheekbones, cheeks, and tear troughs. Hcp noted the patient experienced a "late [adverse event]". Hcp later reported the patient is experiencing nodules with inflammation and hardness approximately 8 months post injection. Hcp treated the patient with "emla reinforced". Symptoms resolved 2 weeks post onset. This is the same event and the same patient reported under patient identifier: (B)(6) (emdr-81126). This emdr is being submitted for the suspect product, juvéderm® voluma¿ with lidocaine.